Manufacturer narrative:
D.4 device expiration date: unknown. H.4 device manufacture date: unknown. H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using bd intima-ii IV catheter, the puncture site was red and slightly painful. A magnesium sulfate wet compress was given for treatment. The following information was provided by the initial reporter: the patient used a closed intravenous indwelling needle for intravenous infusion. The puncture site was red and slightly painful. The indwelling needle was removed immediately and the site was replaced for re-puncture. Report to the material management department, and the redness will be improved after magnesium sulfate wet compress.